Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer also reported that the insulin pump alarmed no delivery. Troubleshooting for high blood glucose was not performed. Troubleshooting for no delivery alarm was performed. Customer is able to remove set at the time to test site portion of inf. Customer was advised to remove the set and examine the cannula. Customer states the cannula is bent. The customer was advised to change and return the infusion set. The product will not be returned for analysis.